Event description:
It was reported that the user experienced prolonged hyperglycemia after announcing a usual meal size despite consuming a larger-than-normal meal, with a peak blood glucose of 395 mg/dl and readings above 180 mg/dl for about four hours; high glucose alerts above 300 mg/dl were received for over 90 minutes, and the user did not use backup therapy or perform ketone testing. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no medical intervention, and no need for assistance. Investigation included guided troubleshooting to confirm insulin delivery through the tubing and assessment suggesting a potential cannula-related infusion set issue if a delivery issue were present. Investigation of this case revealed that incorrect meal announcement likely contributed to the event, and device function appeared intact given visible insulin drops, with any potential delivery issue localized to the cannula. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement accuracy were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.